Manufacturer narrative:
Findings: unit received with missing segment due to corroded lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to splash from ocean wave. Customer was standing on the side when he was splash by wave. Customer reported there is fluid under the lcd display. Customer was advised that we will send a replacement pump.